Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's therapy strength was decreasing. A company representative met with the patient for reprogramming and was able to provide effective therapy despite the lead testing for high and invalid impedances. The patient reports that after meeting with the representative, their stimulation strength decreased to where they were unable to turn on their therapy. Surgical intervention may be pending to address this issue.